Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00506137. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00506137. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 475cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced by an unspecified allergan breast implant.